Event description:
It was reported that stent dislodgement and removal difficulties occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 3mm x 33mm, concentric, de novo target lesion was located in the non-tortuous and moderately calcified right coronary artery. Following pre-dilatation with a 2.5mm x 15mm nc balloon catheter, residual stenosis was 40%. A 32 x 2.50 promus elite drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and the stent was partially dislodged at proximal segment directly deployed. The physician disable to pull stent, hence, obligatory deployment of the dislodged stent at proximal segment. The procedure was completed with a different device. There were no patient complications and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the promus elite ous 32 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found damaged stretched stent - distal section of stent stretched distally over distal tip. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found damage along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent dislodgement and removal difficulties occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 3mmx33mm, concentric, de novo target lesion was located in the non-tortuous and moderately calcified right coronary artery. Following pre-dilatation with a 2.5mm x 15mm nc balloon catheter, residual stenosis was 40%. A 32 x 2.50 promus elite drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and the stent was partially dislodged at proximal segment directly deployed. The physician disable to pull stent, hence, obligatory deployment of the dislodged stent at proximal segment. The procedure was completed with a different device. There were no patient complications and the patient status was stable.